Manufacturer narrative:
During investigation the reported problem turned out to be not reportable. A good faith effort (gfe) attempt confirmed that the device still produced low sound.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6).

Event description:
The customer reported a speaker malfunction inop error was displayed. A loss of audio cannot be ruled out based on information currently available. Patient involvement is unknown. There was no report of patient or user harm.